Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number (B)(6) compared to a laboratory using an unknown stago reagent. At 4:23 pm, the meter result was 7.8 inr. The patient's result from the laboratory was in the 4.0 inr range. Patient's therapeutic range was not provided.

Manufacturer narrative:
The test strips were requested for investigation. The product has been used up and will not be returned. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." Customer reported meter was display repeated error 5 messages. Error 5 occurs when not enough blood is applied to the test strip to run the test. Customer confirmed the dosing channel was not filled with blood. The investigation did not identify a product problem. The cause of the event could not be determined.